Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that telemetry gives lead impedances of <300 ohms on both leads. The physician suspected pacemaker malfunction and replaced the device.